Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patients spinal cord stimulator (scs) system was not providing adequate pain relief. The patient underwent an scs system explant procedure. The explanted implantable pulse generator (ipg) and scs lead were not returned as they were discarded by the medical facility.